Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/30/2026. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: ¿ is there an indication of how the product was distributed? ¿ is there any indication of the source? ¿ based on the packaging, is there any indication of which market the original genuine product may have come from? ¿ was the device used on a patient? If so, was there any patient consequence? ¿ unauthorized source. ¿ procured from open market. ¿ not able to get the precise details. ¿ yes, no consequences. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection revealed that one open box, each with a small mesh piece into folder packet was received for analysis. Product code pmm1. During the visual inspection of the returned sample, the box was noted to be crushed and opened. One piece of mesh was found inside the packet. The mesh pieces were examined, and no anomalies could be observed in the weave. Upon further investigation whit the customer support services performed a review of the product traceability information, and the batch was not sold by a distributed by authorized; as shown in the attached file. Additionally, the ethicon india team performed an analysis to determine if the complaint represented a suspected product. According to the results, multiple discrepancies were identified on the labeling, for example line spacing, symbol size and font differs than specimen approved artwork, font used in manufacturer address is different than specimen approved artwork, color scheme not matching with ethicon approved color scheme. Besides that, in counterfeit product address text is wavey and font difference is clearly notable. In counterfeit product word ¿by¿ landing on t whereas on specimen approved artwork it lands on a. Based on the investigation, the diversion and counterfeit product was confirmed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what caused the reported complaint. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis the following was observed: the photos shows one open sales unit box and ten sealed packages with pmm1 product codes, the lot #v5002, expiration date 2030-02. Following review of product traceability records, no sales or distribution records linking the lot associated with the complaint to the site from the customer claim was generated. This absence of documented distribution to the complaining site indicates the product was not supplied through ethicon¿s authorized affiliate channels. Based on the traceability review for the photo received, product diversion is confirmed. As part of our quality process, the manufacturing records for this batch serial number were reviewed and manufacturing standards were met prior to the release of this batch. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring of complaint information for potential safety signals will be conducted through complaint trends as part of post-market surveillance. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and mesh was used. Surgeon found quality compromises with mesh from an unauthorized vendor. There were no patient consequences reported. Additional information was requested.